Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed t waves which resulted in the patient receiving multiple inappropriate shocks. The patient was evaluated in the clinic and there was no issue with the subcutaneous electrocardiogram (s-ECG) sensing during the interrogation, however, when the patient's heart rate increased, there was thought to be t wave oversensing when programmed in alternate vector. The device was then re-programmed to primary however, the same thing was observed. The plan is to remove the s-ICD system and replace it with a transvenous system within the next month. At this time, system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed t waves which resulted in the patient receiving multiple inappropriate shocks. The patient was evaluated in the clinic and there was no issue with the subcutaneous electrocardiogram (s-ECG) sensing during the interrogation, however, when the patient's heart rate increased, there was thought to be t wave oversensing when programmed in alternate vector. The device was then re-programmed to primary; however, the same thing was observed. The plan is to remove the s-ICD system and replace it with a transvenous system within the next month. At this time, system remains in service. No adverse patient effects were reported. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully with a transvenous system. The products are not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field b2. Outcomes attrib to adv event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed t-waves which resulted in the patient receiving multiple inappropriate shocks. The patient was evaluated in the clinic and there was no issue with the subcutaneous electrocardiogram (s-ECG) sensing during the interrogation, however, when the patient's heart rate increased, there was thought to be t wave oversensing when programmed in alternate vector. The device was then re-programmed to primary; however, the same thing was observed. The plan is to remove the s-ICD system and replace it with a transvenous system within the next month. At this time, system remains in service. No adverse patient effects were reported. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully with a transvenous system. The products are not expected to be returned. No additional adverse patient effects were reported.